Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated to both the ventricular and atrial channels during the implantation procedure; therefore, the device was not implanted. Another pacemaker was subsequently implanted. The physician was watched the associated video posted on the company website, and as indicated, the recommended methods were applied.